Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised forced sensor system error and also that the insulin was squirting out during manual prime. The customer's blood glucose level was 277 mg/dl. The customer stated that the insulin pump was not dropped or bumped and no water contact. They stated that the drive support cap appeared loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device pass displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, missing end cap sticker and cracked case from reservoir tube window corners . The test infusion set and reservoir does lock into place.